Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was confirmed by visual examination of the returned device. The device exhibited signs of repeated use and the medial side of the post was fractured off. All pieces were returned. Review of the device history records identified no deviations or anomalies during manufacturing. Previous investigations for this type of device malfunction concluded that the tasp fractures were from bending/torsional loading on the device. A device modification was made and this device was manufactured prior to the modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a tasp was returned fractured on a worn instrument claim form. All pieces have been returned.